Event description:
Same case as MFR #:2134265-2010-03278. It was reported via voluntary medwatch number (B)(4), that post the initial stenting procedure, thrombosis and a vessel dissection occurred. The patient presented to the ER with non-stemi . Films reveal the ramus has visible stents in the proximal segment. A 2.25x28mm taxus liberte' stent had been previously implanted. The stent has visible thrombus and a 90% occlusion. Patient had stopped taking plavix 7 days prior. A 3.0x20mm non-bsc balloon was used to predilate. Repeat films reveal 0% residual stenosis, however, just distal to stented segment, there remains a 70% stenosis followed by a subtotal occlusion distally. A 2.75x32mm veriflex stent was positioned in mid-segment. Repeat films reveal 0% residual stenosis. However, some dissection was noted. A 1.5x20mm apex balloon used to contain dissection with serial inflation. Repeat films reveal timi iii flow. The patient was discharged on asa and plavix.

Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).